Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, when inserting clip applier, air or gas leaked from the seal and the trocar's seal collapsed and fell into the patient's abdominal cavity. It was easily removed with a laparoscopic clamping forceps. Trocar was replaced to complete the procedure. There was no patient injury.